Event description:
It was reported to boston scientific corporation that the distal part of the wallstent device could not be completely expanded. According to the complainant, the partially deployed stent was removed from the patient and replaced with another wallstent unistep enteral stent device to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.